Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was increased capture threshold noted on the left ventricular (lv) lead. It was suspected to have been caused by a micro-dislodgement, however no diagnostic imaging was performed. The device was reprogrammed to resolve the event and the patient was stable with no consequences.